Event description:
It was reported that the patient never received therapeutic effect and still had no control over her bladder. It was stated that the patient was also experiencing back pain only when the device was turned on. The reporter stated "it hurts me" and described the pain as her "whole insides felt like they were burning "like heartburn all the time." The reporter stated that they wanted the device taken out. It was stated that the patient tried reprogramming the device but could not remember the number of times. It was also stated that the patient had 8 surgeries for this device including: 2 slings, a second device, and the patient could not remember how many times for the mesh. It was also noted that part of the patient's bladder was removed because the mesh embedded itself. The reporter also stated she tried to talk to her physician in (B)(6) 2012, but "he quit seeing me." It was stated that the physician no longer gave the patient pain medication. It was also stated that no other health care provider would see her "because of what the physician did to me." It was further stated that the patient had no insurance and did not have a primary care physician. Additional information was requested, but was not available at the time of this report. Additional information received will be addressed in a supplemental report.

Manufacturer narrative:
Product ID 3093-33, lot # v839810, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2011, product type programmer.